Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 cm from the proximal end. The pusher assembly was fractured approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock during handling of the device, resistance may be experienced while attempting to advance the coil from its start position. Further evaluation revealed that the pusher assembly was kinked and fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. If the pusher assembly is further manipulated after it is kinked, damage such as a fracture may result. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced two penumbra coil 400s (pc400s), three smart coils and one non-penumbra coil into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance the seventh coil, a 1.5x4 smart coil, through its introducer sheath, the physician felt resistance and reported that the coil would not advance from its starting position. The physician then attempted to flush the smart coil outside the patient and re-advance; however the same issue occurred. The smart coil was then removed and was not used in the procedure. The procedure was completed using another smart coil and the same lantern. There was no report of an adverse effect to the patient.